Event description:
My (B)(6) daughter was diagnosed with chiari malformation and underwent a decompression surgery. A bovine patch was installed to her dura mater and approximately five or six weeks later she experienced severe swelling in the area where the patch was installed. Surgery ensued and it was determined - by statements made by her neurosurgeon - that an adhesive placed on the patch, called adherus, had reacted to the patch and had chewed a hole through the patch. The hole in the patch allowed cerebral spinal fluid to escape, gave her massive headaches and increased her risk of infection. She was hospitalized for an extended period, has undergone over a dozen mris, experienced hydrocephalus and still has excessive cerebral spinal fluid accumulation at the base of her skull. A family in the picu room next to ours, whose 3 year old son also underwent a decompression surgery, had to have a corrective surgery as a hole was also discovered in his patch. We were told that the hole was also caused by the adhesive. Dates of use: (B)(6) 2018. Diagnosis or reason for use: the product is a sealant to be used during brain surgery.